Event description:
The customer's father reported via phone call that the customer received a button error alarm that could not be cleared. The customer's blood glucose was 127 mg/dl. The father reported the customer may have laid on the insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received missing endcap sticker, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.